Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 80% stenosed, 32mm in length, concentric, de novo target lesion contained a >=90 degree bend and was located in the severely tortuous, severely calcified and 2.5mm in diameter left anterior descending artery (lad). Following pre-dilation with a 2.5x15mm emerge balloon catheter, a 2.50 x 32 mm synergy¿ stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were frayed. The lesion was dilated again with a 2.5x15 balloon catheter and a new 2.5x32mm synergy stent was advanced but failed to cross the lesion. The device was removed and further dilation was done using 2.75.15mm nc emerge balloon catheter. It was attempted to re-advanced the same 2.5x32 synergy stent but it was still unable to cross the lesion. The device was removed and a 2.5x20mm synergy was advanced but still unable to cross. The device was removed and the same 2.75x20mm nc emerge balloon catheter was again advanced for dilation. A 2.25x16mm synergy stent was advanced but was unable to cross the lesion too. The physician then decided to use rotalink 1.5 extra support and rotablation was succeeded after 3 passes. The same 2.5x20mm and same 2.5x32mm synergy stents were then successfully deployed in the mid lad and proximal lad respectively. The 2.25x16mm synergy stent was re-advanced but was unable to cross the stented area. A 2.25x12mm synergy stent was then advanced and was successfully deployed in the distal lad. The procedure was completed. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts on distal stent row 4 were damaged with stent struts lifted and pulled distally. The undamaged section of the crimped stent outer diameter was measured and result was within the maximum crimped stent profile. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 80% stenosed, 32mm in length, concentric, de novo target lesion contained a greater than equal to 90 degree bend and was located in the severely tortuous, severely calcified and 2.5mm in diameter left anterior descending artery (lad). Following pre-dilation with a 2.5x15mm emerge balloon catheter, a 2.50 x 32 mm synergy stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were frayed. The lesion was dilated again with a 2.5x15 balloon catheter and a new 2.5x32mm synergy stent was advanced but failed to cross the lesion. The device was removed and further dilation was done using 2.75.15mm nc emerge balloon catheter. It was attempted to re-advanced the same 2.5x32 synergy stent but it was still unable to cross the lesion. The device was removed and a 2.5x20mm synergy was advanced but still unable to cross. The device was removed and the same 2.75x20mm nc emerge balloon catheter was again advanced for dilation. A 2.25x16mm synergy stent was advanced but was unable to cross the lesion too. The physician then decided to use rotalink 1.5 extra support and rotablation was succeeded after 3 passes. The same 2.5x20mm and same 2.5x32mm synergy stents were then successfully deployed in the mid lad and proximal lad respectively. The 2.25x16mm synergy stent was re-advanced but was unable to cross the stented area. A 2.25x12mm synergy stent was then advanced and was successfully deployed in the distal lad. The procedure was completed. No patient complications were reported and patient's status was stable.